Event description:
Reporter indicated that her vns therapy programming wand was not properly communicating with pt's pulse generators. Troubleshooting did not resolve the issue. Wand was subsequently returned to MFR for analysis; however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.